Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 28 in the patient's mouth, the buccal plate broke. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.